Event description:
A journal article was submitted for review titled: influence of dual antiplatelet therapy duration on neointimal condition after sec ond-generation drug-eluting stent implantation. The aim of this retrospective study was to assess the relationship between dapt duration on neointimal condition and vascular healing response after second-generation des implantation which was determined by optical coherence tomography (oct). A total of 64 patients (64 lesions) were studied. All patients received dapt until the 9-month follow-up then were divided into two groups: the longer dapt group for patients who continued to receive dapt and the shorter dapt group for patients who stopped taking dapt and were treated with aspirin alone at the 18 month follow up. 15 patients were in the shorter dapt group and 49 patients were in the longer dapt group. Resolute integrity zotarolimus-eluting stents were among the stents used during the procedures. Lesions treated included the left anterior descending artery (lad), left circumflex artery (lcx) and the right coronary artery (rca). The patients underwent serial oct at both 9 and 18 months after des implantation. No significant differences were evident in the minimum lumen area (mla) between the two groups during these periods. Most stent struts were covered with neointima in both groups. Evidence of thrombus was detected in one case from the longer dapt group at 9-month follow-up but had disappeared by the 18-month follow-up. In both groups, neointimal volume and stent strut coverage increased but was there was no statistically significant difference. Increments in neointimal proliferation were similar for both groups. In stent restenosis was noted at the 9 month follow up for 1 patient in the longer dapt group. In stent restenosis was noted at the 18 month follow up for 1 patientin the shorter dapt group and 2 patients in the longer dapt group.

Manufacturer narrative:
Title of article: influence of dual antiplatelet therapy duration on neointimal condition after second-generation drug-eluting stent implantation authors: yutaka goryo, teruyoshi kume, hiroshi okamoto, ai kawamura, kenzo fukuhara, tomoko tamada, terumasa koyama, koichiro imai, ryotaro yamada, yoji neishi, shiro uemura journal name: cardiovascular intervention and therapeutics issue: 37 reference: doi.org/10.1007/s12928-021-00765-8 pt age=average age, pt gender= majority gender, event date=date of publication medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.